Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
The patient reported: my gums are swollen and bleeding. Update 6/7/24: I went to my dentist today. He advised me to stop using your product. He said that while my teeth should be loose, they shouldn't be as loose as mine are. My gums are swollen and bleeding. There is no evidence of a letter of recommendation on file. However, the customer stated, per their doctor of dental surgery, that they need to seek non-byte treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.